Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4076-52 implantable pacing lead (B)(6) 2014; 4076-45 implantable pacing lead (B)(6) 2014.

Event description:
It was reported by the patient¿s family member one week post implant that they understood the patient¿s heart rate is over 70 beats per minute at rest and in the 90¿s when moving. The patient feels that their heart beat is a little fast, and programming was questioned. Follow-up with the clinic indicates the patient has not been seen, however it was confirmed over the phone that no shortness of breath or chest pressure occurred when the patient did activities such as walking and lying on the left or right side. The device is still in use. No patient complications have been reported as a result of this event.